Event description:
Rn accessed port for lab draw. Upon access small flash of blood. Flushed 5 10 ml saline syringes in attempts to get blood back. Repositioned patient to lying position. When attempting to pull back for blood return, 10ml of air was pulled out and line filled with air bubbles. Port needle was removed and re-access was successful with a new kit.